Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead over sensing and under sensing observed on atrial lead channel presenting electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.